Event description:
Device report from synthes reports an event in japan as follows: it was reported that on (B)(6) 2023, the patient underwent an open reduction/internal fixation surgery for a fracture of the distal end of the right radius. When the surgeon inserted the va locking screw in question, the locking mechanism did not function properly between the threading of the plate hole and the screw head section. The surgeon did not feel an engagement response, and the screw was buried beyond the plate hole. The surgeon removed the va locking screw in question and inserted another of the same size in fixed angle mode. The locking mechanism then functioned properly. The surgery was completed successfully within a 30-minute delay. The patient outcome was reported to be stable. The surgeon thought the sleeve fit firmly in place at first, but the motion at hand may have dislodged the sleeve. The surgeon also opined that they drilled at the maximum angle in that condition, which may have also shaved the threading of the plate hole. This report involves one 2.4mm ti va-lcp 2-col dstl rad pl nrw 6h hd/2h shaft/rt-ster. This is report 3 of 3 for (B)(4)

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d2b: additional device product codes: hwc d9: complainant part is not expected to be returned for manufacturer review/investigation. E3: reporter is a j&j employee. H3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.